Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and foreign debris on the lens. Visual inspection found the haptic torn and foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicm5 12.1, -11.00 diopter, implantable collamer lens tore before/during loading on (B)(6) 2020. Damage was noted after opening the vial. A longer length replacement lens implanted on (B)(6) 2020. This resolved the problem.